Event description:
It was reported that "quickturn driver tip broke as surgeon was putting screw in."

Manufacturer narrative:
Method: complaint history analysis, manufacturing record review, visual inspection and risk assessment. Results: complaint history analysis. This is the third complaint of this nature on this product. Previous investigations have concluded that excessive cantilever forces led to the breakage. Manufacturing record review. No deviations were noted. Visual inspection. The tip of the screw driver was confirmed broken. The broken tip was not returned. Risk assessment. There were no adverse consequence reported and the fragment was safely removed from the pt. The kit normally contains two of these screwdrivers, hence the surgery was completed successfully. Conclusion: in this case the failure is thought to result from the surgeon over angulating the screwdriver during insertion. Over torquing the screws could also lead to this type of failure or be a contributing factor. With no evidence for other causes of the failure, user-error is the most likely cause.